Event description:
The event is reported as: the customer reports that the aperture bars were cut/removed prior to insertion in the pt. During a procedure (bronchoscopy), the crna noticed a foreign body which appeared to be plastic. The assumption, by the user facility, was that it came from the lma. The foreign body was not retrieved and there was no injury to the pt.

Manufacturer narrative:
The catalog number and lot number are unk.